Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument also passed the clip test and was fully functional. No product issue was identified. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip of large hem-o-lok clip applier would not engage after released on tissue. The procedure was completed with no reported injury.